Event description:
The user was experiencing a continuous noise when wearing the audio processor, even when on a 0 mcl (most comfortable levels) program. The user was re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was experiencing a continuous noise when wearing the audio processor. The user was re-implanted.

Manufacturer narrative:
Conclusion: the device investigation did not reveal an exact cause for the reported issues; however, a malfunction of the electronic circuitry seems very likely. In addition, the cause for the observed short circuits could not be determined as well due to the device's condition. Mechanical damages observed during investigation are most likely attributable to the explantation surgery. This is a final report.